Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). After rotational atherectomy was performed, a 12mm x 3.75mm nc quantum apex¿ balloon catheter was advanced for post-dilation. During the second inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.75x8 nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed an 8mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). After rotational atherectomy was performed, a 12mm x 3.75mm nc quantum apex balloon catheter was advanced for post-dilation. During the second inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.75x8 nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).